Event description:
Reporter indicated that vns lead and generator replacement surgery for the high lead impedance is no longer likely as the patient has left vocal cord damage. Attempts to the reporter for additional information are in progress.

Event description:
Reporter indicated the patient is being referred to (B)(4) for testing of nerve function under sedation prior to vns revision surgery being performed. A surgery date has not been set to date, but appears likely.

Event description:
It was reported that the vns pt was seen for follow up with a new nurse practitioner, and when a system diagnostic test was performed, high lead impedance resulted. The device was programmed off and the pt was sent for x-rays to assess the continuity of the device. The x-rays were sent to MFR for review where there were no obvious anomalies observed, and there were no gross lead fractures noted on the portion of the lead that was able to be assessed. Further follow up with the nurse indicated that the pt had been experiencing an increase in seizures for a few months. The pt was growing and the mother had reported that the magnet did not seem to be working to help the seizures during these few months. The physician who was following the pt at the time had been increasing the pt's medication, with the thought that because the patient was growing and gaining weight, this was the best plan of care for the pt. The vns device was not checked during this time period. There was no report of trauma or manipulation to the device site. The pt's mother has opted to wait until a later date to proceed with surgical intervention to further investigate the high impedance.

Event description:
Additional information was received indicating that the patient is being referred for replacement surgery. Surgery is likely but has not occurred to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
All attempts to the reporter for additional information regarding the vocal cord damage have been unsuccessful to date.